Event description:
Reported events: one patient experienced an infection. The patient required intravenous antibiotics and underwent the complete removal of their spinal cord stimulation (scs) system. It was noted that ¿reimplantation was performed at least three months beyond the removal of the initial scs system.¿ one patient experienced a superficial infection. It was noted that the patient required intravenous antibiotics, but did not require surgical intervention. One patient experienced a lead fracture that required surgical intervention. One patient experienced a device component causing a painful sensation that required surgical intervention. 5. One patient experienced both electrode malfunctioning on some contact points and mechanical pain at the inferior border of their implantable neurostimulator (ins), which was in the left gluteal region. Although surgery was required to address the ins pain issue, the electrode was not revised because optimal pain relief was not obtained before its malfunctioning, and the perioperative risk was considered too high because of comorbidities. There were no further complications reported or anticipated.

Manufacturer narrative:
Literature citation: witkam rl, buijse ml, arnts ijj, et al. Surgical paddle electrode implantation as a rescue therapy to failed percutaneous leads in failed back surgery syndrome patients. Neuromodulation. 2022. Doi: 10.1016/j.neurom.2022.01.012. Literature summary: this study aimed to evaluate the safety and clinical effectiveness of rescue surgical paddle electrodes in fbss patients, multidimensionally. The authors concluded that scs utilizing a surgical paddle electrode as a salvage treatment to failed conventional percutaneous cylindrical lead scs can be practiced safely and effectively to treat fbss. Because of potentially improved clinical effectiveness and cost-effectiveness resulting from fewer reoperations, a scs treatment algorithm may benefit from expediting surgical paddle electrodes. Age or date of birth: this value is the average age of the patients reported in the article as specific patients could not be identified. Sex: this value reflects the sex of the majority of the patients reported in the article as specific patients could not be identified. Event: it was not possible to ascertain specific device information from the article or to match the reported events with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. If information is provided in the future, a supplemental report will be issued.